Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21109016. Medical device expiration date: 04-oct-2026. Device manufacture date: 01-oct-2021. Medical device lot #: 21089208. Medical device expiration date: 19-aug-2026. Device manufacture date: 13-aug-2021. Medical device lot #: 21089209. Medical device expiration date: 24-aug-2026. Device manufacture date: 13-aug-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd maxguard¿ extension set each from lots 21109016, 21089208, and 21089209 were blocked during the flush. The following information was provided by the initial reporter: "tubing is not flushing priming with fluid".

Event description:
It was reported that 1 bd maxguard¿ extension set each from lots 21109016, 21089208, and 21089209 were blocked during the flush. The following information was provided by the initial reporter: "tubing is not flushing priming with fluid".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 04-apr-2022. H6: investigation summary: two samples model me2020, lot 21109016 and 21089209 was returned for investigation by the customer. The set was examined for defects and abnormalities. Excess solvent was seen at the male luer (pn:1008-000-056) for both samples. A quality notification was sent to the manufacturer. The manufacturer was able to confirm the failure. The root cause for this failure mode was found to be an excess of solvent, and that the occlusion test in the manufacturing process was not correctly carried out. A device history record review for model me2020 lot number 21109016 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model me2020 lot number 21089208 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model me2020 lot number 21089209 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.